Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event captured in (B)(4) confirmed the high watt alarms. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 14.8w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files. Analysis of the device revealed that the device passed dimensional verification and functional testing however, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered high power events. There is no evidence to suggest that a device malfunction cause, or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer log file analysis review date: 09/07/2015; dates through (B)(6) 2015: power consumption above normal operating range. Additional notes: 14o high watt alarms have been logged since (B)(6) 2015. A rise in power consumption has been logged starting (B)(6) 2015 outside normal power consumption. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that on (B)(6) 2015 the "patient came to hospital due to high watt alarms". "Blood sample were done and log files were sent". Urine sample came back with "hematuria". "Patient was put on heparin during the night and this morning ((B)(6) 2015) lysis was done". "Patient received 10mg bonus of actilyse follow by 10mg in one hour 3 times, total of 60mg". "Pump parameters returned to normal basis". "Patient is in ICU for observation". "After, lysis therapy, pump parameters started to rise again up to 6-8 watts, ldh around 800". "Patient started bleeding, so decision to exchange the pump was taken on (B)(6) 2015, but had to wait because of the high anti coagulation". On monday (B)(6) 2015, the site "exchanged the pump". During pump exchange "thrombus was visualized in left auricle and in ventricle". "Patient is now stable in ICU with ECMO to support right ventricle who is weak". It was stated that patient has had "no history of thrombus in the past". "Plan it to remove right side support on (B)(6) 2015". No additional information provided. Investigation is ongoing.